Manufacturer narrative:
The octaray nav device was returned to biosense webster (bwi) for evaluation. A visual inspection and electrical test on carto 3 system of the returned device was performed following bwi procedures. The device was inspected, and electrodes were found lifted. The device was connected to the carto 3 system, and it was recognized and visualized; however, a signal noise was observed on the carto 3 screen due to an open circuit in the tip area. The open circuit found on the electrodes could be related to the electrodes being lifted. A manufacturing record evaluation was performed for the finished device 31240237l number, and no internal action was found during the review. The electrical issue and spline kink reported by the customer were confirmed. The potential cause of the observed damage on the electrodes cannot be determined. The instructions for use (IFU) contain the following recommendations: the catheter is recommended for use with an 8.5 f guiding sheath because the distal spines may be damaged if used with a sheath that is not compatible. Do not use the catheter in conjunction with a transseptal sheath featuring side holes larger than 1.25 mm in diameter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac procedure with an octaray mapping catheter for which biosense webster¿s product analysis lab (pal) identified electrodes that were found lifted. Initially, it was reported that four hours later from the start of the catheter use, at the time of mapping in coronary sinus (cs), noise occurred on the electric potentials of spine a. Since the spine seemed to be kinked (spline bent) via fluoroscopy, the octaray was replaced, and the noise was resolved. There were no wires exposed nor lifted or sharp rings. There was some resistance during insertion. The catheter was not pre-shaped. Noise occurred intracardiac only, in both carto 3 and lab. The catheter was in the patient¿s body at the time of the noise. The procedure was completed without patient consequence. The signal noise, spline bent, and resistance during insertion were assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on (B)(6) 2024, electrodes were found lifted. This was assessed as MDR reportable with an awareness date of (B)(6) 2024.